Event description:
During an open reduction internal fixation of acetabulum case, the doctor drilled through bone with a 2.5mm drill bit from the small fragment locking set. Drill bit broke in two pieces. Proximal piece was extracted with the drill. Distal piece was left in the bone. The doctor decided to not pursue extracting distal piece of drill bit, and therefore left it in patient's bone.

Event description:
The catalog number of the subject device is 310.23. The lot number of the subject device was not provided. A complaint has been opened on this incident, but a medwatch report has not been filed. The reported incident does not indicate add'l surgical intervention.